Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a total hip approximately 16+ years ago. Back in may she felt a sudden change. The doctor suspected a ceramic liner fracture. She was revised to a new ceramic liner.